Event description:
Initially this was reported with a delay on the procedure. However, new information received from the sales associate indicates that there was no delay in continuing the procedure.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H6 (identification of evaluation codes 3331, 10, 3259, 25). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 10 - testing of actual/suspected device. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 25 - cause traced to manufacturing. The returned sample was visually inspected upon receipt and was confirmed the purge line was broken off the port and a significant bend in the tubing was also observed. An awareness training was performed with associates to bring awareness to the issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 525 - tube. Health effect ¿ impact code: 2645 - no patient involvement. Health effect ¿ clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1171 - disconnection. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the ancillary line on the top of the oxygenator disconnected at the bonding site. No patient involvement. Product was changed out. There was known delay. Procedure was completed successfully.